Manufacturer narrative:
Initial and final MDR 1929136- MDR 3003442380-2024-18607- device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that ten infusion sets fell off during use on (B)(6) 2024. Infusion set was in use for 1 day. Patient blood glucose level was found to be 400mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information provided